Event description:
Customer reported the pump module alarmed for ail. The user "unclampd" the tubing from the pump and the pump segment separated from the lower fitment and leaked platelets into the nurse's eyes and face. The nurse was evaluated in the ed. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.